Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device history records & receiving inspection report were reviewed for deviations and/or anomalies with no deviations/anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged)and has both of components 1 and 2 disassembled/missing. The missing component was not returned. The complaint is confirmed. The device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned with missing bearings on a worn instrument claim form. All pieces have all not been returned.